Event description:
It was reported that a drop in r-wave amplitude, high capture threshold, and decreased pacing lead impedance were observed. The rv lead was successfully repositioned. Patient was stable post procedure.

Manufacturer narrative:
UDI (di): (B)(4).